Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the device memory indicated a power on reset occurred. The analyst noted that a power on reset (por) occurred which was the result of a high voltage therapy. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the device experienced a power on reset (por). In addition, it was noted that during a ventricular fibrillation (vf) episode, the right ventricular (rv) lead experienced low high-voltage impedance of less than 20 ohms and the delivered shock was 5.4 joules after a storage of 35 joules. A replacement procedure is planned for the device and rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.